Manufacturer narrative:
Other relevant device(s) are: product ID: 9733235, serial/lot #: (B)(4). The perc pin was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The bumper was missing from the back end of the pin. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that after placing the perc pin the site was unable to properly seat the reference frame causing it to be loose. Upon further investigation the plastic cushion on the top of the pin was missing. There was a 15 minute delay to replace the pin. There was impact on patient outcome.